Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was confirmed through the history log but was not reproduced. Evaluation found the motor tail had corrosion caused by fluid intrusion which may have caused the system error 105. Upon further evaluation the device was also found to have fluid intrusion caused by an external influence, with corrosion on internal components. Under current guidelines the pump could not be reasonably repaired.